Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pain level was tolerable so she stopped using the implantable neurostimulator (ins). It was noted that the ins was overdischarged. It was further noted that the device was explanted. It was noted that it wasnot normal battery depletion. It was further noted that the patient recovered without sequela.

Manufacturer narrative:
Analysis of neurostimulator model 37713 serial # (B)(4) showed no significant anomalies and the device was found to be at end-of-service (eos) due to 3 overdischarge conditions. The device was recovered following (B)(4) physician mode recharge (pmr) procedures (noted that (B)(4) overdischarge events were also seen). The reason for the multiple pmrs was that the device would rapidly charge then rapidly discharge. Good stable output was seen following the pmr recovery and no recharge issues were observed. Analysis of plug/boot, model 3550-29, accessory showed no anomalies.